Event description:
A minimum fill notification was reported by the caller. There was no adverse impact to the customer's blood glucose level. Initial attempts to resolve the issue with the original cartridge failed, prompting technical support to guide the caller through filling and loading a new cartridge following proper technique. Successful loading of the new cartridge allowed the caller to resume insulin use.